Manufacturer narrative:
(B)(4). Batch # n53l73. The analysis results found that one ec60 device was returned with the firing mechanism damaged and with a partially fired reload. No functional test was performed due the condition of the device. The device was disassembled to verify the condition of the internal components and the pin pawl was noted to be not properly flared, causing the firing mechanism not to properly operate. No functional test could be performed. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4). The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic lobectomy procedure, the device could not fire any further after fired by a half on the third firing with the green reload. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.